Manufacturer narrative:
Summary of investigation: there are three previous complaints of this code batch regarding needle detachment and closed as confirmed. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 6 closed samples. To evaluate the conformity of the closed units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. All closed samples received contain the needle attached to the thread and the thread is according to the identification. Knot pull tensile strength results conducted on the 6 closed samples received are 2.79 kgf in average and 2.39 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 1.80 kgf in average and 0.91 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply with the product specifications. Final conclusion: although the results of the closed sample received fulfil b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monomend mt suture. The client (veterinarian) reported that several sutures have broken into small pieces while doc was both pulling it through and while tying off. No further information has been received.

Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k011375. If additional information becomes available a follow-up report will be submitted.